Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result generated for a 69-year-old male patient sample. The following data was provided (customer¿s reference range </=34.2 pg/ml): sample ID (B)(6) initial result = 86.4 pg/ml, repeat result = 10.4 pg/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 08p13, that has a similar product distributed in the us, list number 04z21, with 510k/PMA/bla number k202525.